Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The physician successfully deployed the aortic body and iliac limb stent grafts. The distal portion of the iliac limb stent graft was subsequently dilated with a compliant balloon using hand inflation. Upon dilating the balloon, the vessel was perforated resulting in bleeding. Another iliac limb stent graft was placed to successfully cover the damaged vessel, and the case was completed with no further patient sequelae. The intraoperative case imaging was not available for trivascular to review. Based on a review of the device quality records, the device met specification at the time of manufacture.